Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the user experienced multiple intermittent occlusion alarms. Additionally, it was reported that the pump fill estimate was inaccurate multiple times. The user's blood glucose level ranged from 83 mg/dl to 200 mg/dl. Reportedly, the user would continue to use the pump until replacement pump is received.